Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined. The account communicated that the heart was lifted, and there was a small area of arterial, pulsatile bleeding that appeared to be coming from between the pump and apical cuff. The surgeon turned the pump slightly, placed additional sutures in, packed them, and then placed the heart back down. According to the account, the surgeon felt that the issue resolved the problem. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), until the patient ultimately expired on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar2024. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This section also notes to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined. The account communicated that the heart was lifted, and there was a small area of arterial, pulsatile bleeding that appeared to be coming from between the pump and apical cuff. The surgeon turned the pump slightly, placed additional sutures in, packed them, and then placed the heart back down. According to the account, the surgeon felt that the issue resolved the problem. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), until the patient ultimately expired on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. This section also notes to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at the end of the case, the heart was lifted to check for bleeding. It was noted that there was a small area of arterial, pulsatile bleeding that appeared to be coming from in between the pump and cuff. The surgeon turned the pump slightly and placed additional sutures in, packed it, and then placed the heart back down. The surgeon felt that the issue resolved the problem.